Event description:
Vega found the MDR report on the FDA website as attachment 1 MDR no. Mw5066371. MDR report contents: a cheap (B)(6) nebulizer made by vega and then own branded by nebulizer manufacturers is being sold in the us, europe, global. The device had a qa engineer report condemning the fact that the unit is lubricated with a contaminated grease that comes in contact with the patient airway and mixes with the patient drug when inhaling through their cheap (B)(6) compressor nebulizer (made by vega in (B)(6).this report (details below was ignored by the respective company in the (B)(6). Molykote 111 compound is not to be used with liquid oxygen and should not be used in applications requiring lox compatibility. Handling precautions: molykote 111 compound may cause temporary discomfort when in direct contact with eyes. In case of eye contact, flush eyes with water. Product safety information required for safe use is not included in this document. Before handling, read product and material safety data sheets and container labels for safe use, physical and health hazard information. The material safety data sheet is available on the dow corning web site at dowcorning.com, or from your dow corning sales application engineer, or distributor, or by calling dow corning customer service packaging information. This product is available in different standard container sizes. Detailed container size information should be obtained from your nearest dow corning sales office or dow corning distributor. Limitations:this product is neither tested nor represented as suitable for medical or pharmaceutical uses. Limitations: this product is neither tested nor represented as suitable for medical or pharmaceutical uses. Ng q'ty: (B)(4).